Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated causing perforation of her uterus and fallopian tubes"), genital haemorrhage ("bleeding,/ abnormal bleeding (general)") and device expulsion ("essure® had migrated / malposition/migration of essure device location of device: uterus/expulsion of essure device") in a 30-year-old female patient who had essure (batch no. 12413293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast pain, vaginitis and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,"), rash ("rashes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgety to explant the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, rash, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: migration of essure device, expulsion of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs added. New event added- vaginal discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated causing perforation of her uterus and fallopian tubes"), uterine perforation ("essure® had migrated / malposition/migration of essure device location of device: uterus/expulsion of essure device/migrated causing perforation of her uterus") and genital haemorrhage ("bleeding,/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 12413293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast pain, vaginitis and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 14 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,"), rash ("rashes"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgery to explant the essure device/surgical removal of coils -right side.).essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, rash, vaginal haemorrhage, menorrhagia, vaginal discharge and dysmenorrhoea outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: migration of essure device, expulsion of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet was received - the following event was provided: dysmenorrhea.previously coded event ¿device expulsion¿ has been changed to ¿uterine perforation¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated causing perforation of her uterus and fallopian tubes") and genital haemorrhage ("bleeding,/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 12413293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast pain, vaginitis and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("essure® had migrated / malposition/migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to explant the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, rash, vaginal haemorrhage and menorrhagia outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: migration of essure device, expulsion of essure. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain during intercourse" were added. Lot number was added. New reporter were added. Product explant date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated causing perforation of her uterus and fallopian tubes"), genital haemorrhage ("bleeding,/ abnormal bleeding (general)") and device expulsion ("essure® had migrated / malposition/migration of essure device location of device: uterus/expulsion of essure device") in a 30-year-old female patient who had essure (batch no. 12413293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast pain, vaginitis and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,"), rash ("rashes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgery to explant the essure device) and surgery (surgery to explant the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, rash, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: migration of essure device, expulsion of essure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated causing perforation of her uterus and fallopian tubes") and genital haemorrhage ("bleeding,") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation ("essure® had migrated"). On an unknown date, the patient experienced abdominal pain ("abdominal pain,"), genital haemorrhage (seriousness criterion medically significant) and rash ("rashes"). The patient was treated with surgery (surgery to explant the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, genital haemorrhage and rash outcome was unknown. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage and rash to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.